Manufacturer narrative:
We have not received the complaint device for evaluation. Without the returned device, we remain inconclusive about the root cause of this defect. Our review of the lot history records for this lot did not find any discrepancies either in the manufacturing or packaging process that could be related to this incident. Further, we have not received any other complaints of a similar nature for devices from this lot. The malfunction was detected during pre-use check. Surgeon used a different f3 carotid shunt for the procedure.

Event description:
During pre-use check, when surgeon attempted to inflate the common carotid balloon of pruitt f3 carotid shunt with saline, the balloon failed to inflate. A different pruitt f3 carotid shunt was then used for the procedure.